Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broke, blackened and kinked from the proximal pierce hole, the working length was torn from the tip to the end of the rx channel and twisted, which are consistent with the findings when the device was observed under magnification. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of cutting wire broken was confirmed. Upon analysis, it was found that the cutting wire was broken, blackened and kinked from the proximal pierce hole, the working length was torn from the tip to the end of the rx channel and twisted. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bent the cutting wire. Additionally, the working length was torn from the tip to the end of the rx channel and twisted, the observed damage of working length torn is typically caused when the user pulls/removes the guidewire through the c-channel, also the technique used during loading/removing the guidewire into the device could cause the catheter gets torn, working length twisted could be caused after multiple attempts to rotate the handle of the device or during the introduction of the device into the scope. Taking all available information into consideration, the device met all manufacturing specifications required, and no abnormalities were reported during the assembly process. However, it is possible that the factors encountered during the procedure could have led to the reported event. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Therefore, the most probable cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during a procedure performed on (B)(6) 2024. During the procedure, the cutting wire of the autotome rx 44 twisted around the catheter, as if a rotation had been requested from the sphincterotome. Attempted to rotate the opposite to straighten the cutting wire, however, the cutting wire broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during a procedure performed on (B)(6) 2024. During the procedure, the cutting wire of the autotome rx 44 twisted around the catheter, as if a rotation had been requested from the sphincterotome. Attempted to rotate the opposite to straighten the cutting wire, however, the cutting wire broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.